Manufacturer narrative:
The reporter stated they received discrepant troponin t results for a second patient sample. No incorrect values from this sample were reported outside of the laboratory. This sample initially resulted with a troponin t value of 3.75 ng/l. The sample was repeated, resulting with a value of 43.7 ng/l. The sample was repeated twice on a second analyzer, resulting with values of 46.20 ng/l and 46.80 ng/l. A value of 46 ng/l was reported outside of the laboratory. The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the measuring cell. Since this action, there have been no further issues with the instrument. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if an incorrect result was reported outside of the laboratory. The sample initially resulted with a troponin t value of 54.95 ng/l. The sample was repeated on the same analyzer, resulting with a value of < 3 ng/l. The sample was repeated again on another analyzer, resulting with a value of < 3 ng/l. The troponin t reagent lot number was 429066. The reagent expiration date was requested, but not provided.